Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing high blood glucose levels after a site change. Blood glucose level at the time of the call was 420 mg/dl, which had not yet been treated. The customer stated that he had not received any alarms since the high blood glucose levels began. The customer was unable to complete troubleshooting as he did not have a tubing clamp available. The insulin pump was not replaced or returned for analysis.